Event description:
It was reported that during device reprocessing the videoscope was removed from medivator and an oily residue was found. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. According to the fse, all reprocessing steps completed by staff at facility were in alignment with the IFU. A root cause could not be identified. Based on the results of the on-site inspection, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The subject device will not be sent back to olympus for further evaluation and repair.